Event description:
Reporter indicated a patient's vns was found to be set to 1ma output current upon interrogation. The patient's normal setting is 0.25ma output current. The patient's vns was reprogrammed to the intended settings. The reporter stated the patient was seen by another physician just prior to the reporter and that the other physician had disabled the vns. It is believed there was an interrupted diagnostics test at the other physician's visit that caused the output current to change. Attempts for programming history from the other physician have been unsuccessful to date.